Event description:
It was reported that the (B) (4) lead was an attempted implant, but removed because the helix took over 30 turns and the doctor was not happy with the screw mechanism. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found, however blood was found on the helix; full lead returned and analyzed.